Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device has been replaced with non allergan device. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: no other observation observed.

Event description:
Healthcare professional reported rupture. The device has been replaced. This relates to the left side.